Event description:
The customer reported the unit failed to generate an audible alarm when an alarm condition was present. There was no pt harm reported.

Manufacturer narrative:
(B)(4). Pt info was requested and the customer refused, reporting the info is confidential.